Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that on a 12 lead EKG taken three months earlier, the lead was ventricular pacing. Currently the lead was in the atrium. The lead was removed. No patient complications were reported as a result of this event.